Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Head [...] Coming off during brushing - oral-b [device breakage]. Head is not clicking into place - oral-b [device connection issue]. Case narrative: consumer via e-mail reported that the oral-b toothbrush head was not clicking into place and came off during brushing. No injury was reported. 30-jul-2024 via digital safety assessment survey: the patient was an 11-year-old male. No medical professional was contact. No injury was reported. 30-jul-2024 via e-mail: the suspect product lot number was ad32910759. The concomitant product lot numbers were 3075b21100 and 1047786000. No injury was reported. 30-jul-2024 via image: the additional concomitant product was oral-b power oral care refills sensitive care. No injury was reported.